Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare professional (hcp) reported that it was explanted due to battery depletion after 3 years of implant.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va00u3p, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The health care professional (hcp) reported that the patient had a return of symptoms. Two clinician programmers and the patient's programmer displayed the reposition icons. The patient did not feel stimulation. There was no fall or trauma related to this issue. The location of the symptoms was unknown. The patient was indicated for gastrointestinal/ pelvic floor. Additional information from the healthcare provider reports that troubleshooting performed relating to the patient's return of symptoms and loss of stimulation was interrogation of the device but unable to complete in office. The action taken to resolve the return of symptoms and loss of stimulation was the battery was changed on (B)(6) 2015. The cause of the turn of symptoms and loss of stimulation was determined as battery change. Additional information was being requested from the hcp regarding reason for battery change. Follow up will be submitted if additional information is received.